Event description:
A 39 yr old white gravida 1 para 1 female; status post bilateral subcutaneous mastectomies for fibrocystic disease and strong family history of breast cancer (mother w/breast cancer in 50's developed multiple successive "bilateral maternal" aunts and sister w/ premenopausal, unilateral breast cancer) on 9-27-85. Pt had immediate submuscular placement of dow corning 400cc gels. Encapsulation necessitated rt replacement and open capsulotomies 2 yrs later. Since then pt denies decreased size or history of trauma but complains of some local discomfort w/ systemic problems including rt upper extremity arthralgias/paresthesias and dysesthesias. Pt is otherwise healthy.